Event description:
A medtronic representative reported a navigation system camera that was not able to see the probes or reference frames at all specified view distances. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site. Medtronic investigation of returned suspect camera finds that when connected to known good system the tracking was found to be reduced to less than six feet, only improving slightly after warm up. The psu failed an aak test at .67 mm with high line separation of 2.21 mm. Electrical failure, failed diagnostic test, directly caused the event.